Manufacturer narrative:
The event occurred in: (B)(6). (B)(4).

Event description:
The customer complained of questionable thyroid results for 2 patient samples tested on a cobas 8000 e 801 module and a cobas 8000 e 601 compared to a siemens centaur. From the data provided, a reportable malfunction was provided for elecsys tsh assay (tsh), elecsys t3 (t3), elecsys t4 assay (t4), and elecsys ft4 ii assay (ft4 ii). Medwatches related to this issue included patient identifiers (B)(6). Please refer to the attachment to this medwatch for patient data. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The cobas e801 serial number was (B)(4). The cobas e601 serial number was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The customer provided samples for each patient for further investigation. The samples were tested on a system without a pre-wash (cobas e411), compared to systems with a pre-wash (cobas e601, cobas e801). Initial investigation of the sample confirmed the sample contained an immunoglobulin that reacts with the reagent which affects the sample results. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is documented in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
Further investigation determined the differences in tsh results were not caused by an interference. The observed differences in tsh results were due to the fact that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.